Event description:
Additional information was received: as provocative measurements did not reveal any issues, a lead fracture was suspected. A lead revision procedure was performed. This lead was surgically abandoned and replaced.

Manufacturer narrative:
As this lead was surgically abandoned, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced two inappropriate shocks. A review of the data revealed numerous recorded episodes, however this episode could not be found. It was thought this was due to clock/time synchronization issues during the previous visit. The episodes revealed noise and decreased sensing. In addition, high out of range impedance measurements were reported. An internal technical service consultant was contacted and recommended further isometric testing be performed. In addition, a save to disk will be provided for further evaluation. No further patient symptoms were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. When additional information becomes available, this event will be updated.